Event description:
Customer reported cetazidime mic discrepancy due to random haze in panels wells which was confirmed with in-house testing. The results were not reported to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Eval - routine monitoring of complaint history and performance trends to ensure performance is within claims. Results - in-house testing confirmed customer results for haze in panel wells. Conclusion - there are no reports of adverse health consequence associated with the discrepant results.